Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the observed microdislodgement. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
A lead micro-dislodgement was reported postoperatively. The lead was explanted. The original implant date was not provided.